Manufacturer narrative:
Device will not be returned. They were retained by surgeon. Additional information was requested and if received will be provided on a supplemental report.

Manufacturer narrative:
Evaluation summary: during the investigation of the plate, the failure was found to be with the plate and not with the screw.

Event description:
The 3.5 mm screws slipped through oblong holes in the variax standard calcaneus plate. Surgeon backed out the screws and used them in different holes. No screws were implanted in the oblong holes."

Event description:
A 3.5 mm screws slipped through oblong holes in the variax standard calcaneus plate. Surgeon backed out the screws and used them in different holes. No screws were implanted in the oblong holes.¿